Event description:
Attempts to advance a coronary stent with delivery system to a pre-existing coronary dissection in the pt's right coronary artery were unsuccessful due to anatomical tortuosities. Upon withdrawal of the sds, the stent was noted to be missing from the balloon catheter and in an unknown location. No immediate pt complications were reported and the pt was sent for non-urgent coronary artery bypass graft surgery. There were no clinical sequelae reported relative to the event.